Event description:
Follow-up revealed the patient underwent surgical intervention. During the procedure, the doctor decided to explanted and replaced the patient's ipg with a different model. The doctor also implanted the replacement ipg at a new pocket site. The issue has resolved by surgical intervention.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.